Manufacturer narrative:
Unit received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm due to unresponsive button.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt; the act button could not be pressed. The patient's blood glucose at the time of incident is unknown. During troubleshooting it was confirmed that there were no significant events that lead to the button error alarm. Additionally, there was a failed battery test alarm; the battery life on the display decreased from 4 bars to 3 prior to the alarm. The customer discontinued use of the insulin pump and revert to a spare insulin pump. Due to the button error and failed battery test alarm, the insulin pump will be returned for analysis.